Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and disposable integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device experienced fluid overload, congestive heart failure and subsequently passed away due to an unknown cause. On an unreported date, the pt experienced fluid overload. On an unreported date, the pt was diagnosed with congestive heart failure (chf). Forty days prior to the receipt of this report, the pt was hospitalized for two days for chf/ low ejection fraction of the heart and another indication. During hospitalization, the pt received treatment with coreg, 2.5 mg by mouth, bid (twice a day). The pt did not recover from the event of chf/ low ejection fraction and was waiting for an evaluation of potentially needing a heart transplant. Subsequently, the pt passed away at home due to an unknown cause. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The event of the patient's death occurred on (B)(6) 2014. The patient¿s death was reported on (B)(6) 2014. The congestive heart failure secondary to low ejection fraction is past medical history (previously reported as an event or problem). The date received by the manufacturer reported in the initial submission is being corrected to (B)(4) 2014 (previously reported as (B)(4) 2013). Should additional relevant information become available, a supplemental report will be submitted.